Event description:
A 10 mm diameter x 40 mm length bridge self expanding stent was inserted into a patient for treatment of the biliary duct in 2002. No tortuosity was reported and the percentage of stenosis is unknown. It was reported the stent was adequately oversized and initially positioned distally, closer to the duodenum. The physician partially deployed 10-20% of the stent and then pulled the stent back proximally when the stent reportedly "jumped" 2-3cm into the duodenum. The physician attempted to unsuccessfully snare the stent. It was reported that the physician was familiar with the technique for wallstent deployment and used this method to deploy the bridge self expanding stent but was unsuccessful. The procedure was successfully completed with a wallstent. The patient is reported to be fine and is expected to pass the stent. No clinical sequelae were reported. Returned goods investigation of the device has been completed. The device was returned without the stent. The sheath was partially retracted. The release button and sheath retracted easily. No manufacturing anomalies were noted.